Event description:
Customer reported an issue with the passport v monitor, which may have affected co2 monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the unit, replaced the co2 and performed calibration.